Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on aug 12, 2025, and is being reported retroactively out of an abundance of caution.

Event description:
A patient treated on what we believe was on (B)(6) 2023. Fibroid size: 6cm. Fibroid type: 2-5. Ablations- 2 ablations. Per the treating physician: this patient was also given an iud after the case. Patient did well for 4 months and then their bleeding became uncontrollable according to physician. A follow up MRI and ultrasound measured an 8 cm mass (she wasn't 100% sure on size but thought it had grown), which was partially prolapsing. She did not report any pain, just increased bleeding. The patient had a hysterectomy with part of the fibroid attached to a small stalk.